Event description:
It was reported that there was increasing impedance and threshold on the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was increasing impedance and threshold on the lead. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the lead will be replaced.

Event description:
It was reported that there was increasing impedance and threshold on the lead. It was subsequently reported that the lead had high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.